Event description:
The customer reported the system would not display a video image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found a defective video cable. Cable was placed on order. It is anticipated that replacement of the cable will restore the system to operating as intended.